Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient went to the emergency room and nothing was found on scans. Limited details provided regarding emergency room visit. Additional information has been requested but not provided.

Event description:
The account reported that the patient was admitted to the emergency room (ER) on (B)(6) 2021 with intractable back pain. No issues were found during imaging scans.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported pain could not be conclusively determined through this evaluation. The patient remained ongoing on ventricular assist device (vad) support until ultimately expiring on 02aug2021 (manufacturer report number 2916596-2021-03843). The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2017. The heartmate ii left ventricular assist system instructions for use outlines adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.